Event description:
The patient reportedly experienced poor sound quality. In addition, the patient experienced a decrease in performance. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Surgery to explant the patient device is under consideration.